Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was a footswitch issue during a surgical procedure. The surgeon was able to complete the procedure with the same system and accessories. Ther was no harm to the pt.